Manufacturer narrative:
Result: replaced suspected side rail assembly.

Event description:
It was reported via kevin thomas, field tech, that he had received a call from the facility while he was on site, reporting that a product was going into trend without product being touched. It was reported the patient fell out of the bed. The patient found on the floor by the nursing staff. No adverse consequences or injuries were reported.